Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
This pacemaker was explanted approximately five years later for reported normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a pacemaker interrogation it was noted that the pacemaker battery indicator displayed 50 percent remaining and the battery longevity was calculated to three and a half years remaining. It was noted that the minute ventilation, accelerometer and auto capture features are all on in the device, all lead measurements are within normal limits and the patient paces 85 percent of the time in the atrium and 100 percent of the time in the ventricle. The physician alleged that the pacemaker should have more time remaining even at the current programmed settings. Currently the physician has opted to not make any programming changes and monitor the patient. No adverse patient effects were reported and the investigation is complete at this time.